Manufacturer narrative:
Results: visual inspection of the returned product showed that there was no visible damage noted to the lens. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens, and the lens was removed and replaced with another lens. Further information has been requested, but none forthcoming. If any additional information is received a supplemental medwatch form will be submitted.